Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic. It was discovered there that the left ventricular lead had dislodged. As a result, the patient had phrenic nerve stimulation. The lead was explanted and replaced, and the patient was discharged post-procedure.